Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022 with blood glucose of 591 mg/dl. Customer was tested for ketones and the result was positive, which was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode smart guard feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.